Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was over 400 mg/dl. The non-tandem infusion set cannula was found to be bent and a small air bubble was observed in the tubing. Customer changed the infusion set and reportedly, resumed insulin delivery.